Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on 10 most proximal stent strut rows, with stent struts stretched proximally and lifted from their crimped stent positions. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within the maximum crimped stent profile measurement. A visual examination of the bumper tip showed signs of damage on the distal edge of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 70% stenosed, concentric, de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. The lesion contained a >=90 degree bend. A 32x2.25 mm promus premier¿ stent was advanced to treat the lesion. However, the device failed to cross the lesion and the proximal end of the stent got flared. The procedure was completed with a 3x20 mm promus premier stent. No patient complications were reported and the patient's status was stable.